Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the rep did a total new program in group c that covered the same area and changed the patient programmer setting angles. The patient still had stimulation periodically going 4 ma up.

Event description:
Additional information was received from the manufacturer representative reporting that the ins was replaced around (B)(6) 2020 due to after the ins was reprogrammed, the patient still had issues of higher stimulation.

Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H2. Correction: please note, codes b21, c21, and d16 no longer apply to this report. H3: the returned device (serial# (B)(6) was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. It was noted that adaptive stimulation functioned as programmed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Report source: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that there was a change in amplitude without changing position. This started after the activation of adaptive stim (as). The patient reported a change of 4 ma in a1 and nothing in the other programs (a2, a3). The patient could sit, stand, or walk and then suddenly it goes 4 ma up. It was always 4 ma higher. For an example if she decreases to 1.2 ma then it goes to 5.2 ma from 2-7 times a day. This was a problem for her when she drives. The as was taken off but it was still doing it in group a1. The patient saw it on the programmer and felt the stimulation changing. Group b worked fine without any problems. The impedances were checked with normal values. The stimulation was turned off in group a1. The device was reoriented and programed a new program in b2, b3, b4. The patient still had programs a1, a2, a3. The device was set to group a and when the patient got to the elevator it changed again and had high stimulation again so quickly the device was put to group b and it went to normal level. Nothing abnormal was seen in the mdt data. It was further stated that in group a she had up to 20 strikes, where she sees the amplitude go 4 ma up in a1 not in a2 and a3. Now with using group b, she was having strikes where b2 went up 4 ma. She is concerned about driving a car. She did not have this the first 2.5 months after implant. Group b2 was turned off. It was found that the upright angle was set too small (60 degree) and mobility rate was set to 3, so changes were going to be made to this and another patient controller was going to be tried.